Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Product received unexpectedly, there was a note attached with the returned product stated; "defective, leaking with an event date (B)(6) 2018. Although several attempts made for event details from product received there was no response from the customer or any indication of patient harm.

Event description:
Product was received unexpectedly; there was a note attached with the returned product which stated, "defective, leaking" with an event date (B)(6) 2018. Although several attempts were made to obtain event details regarding the product received there was no response from the customer or any indication of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection including magnification did not show any gaps at the engagement of the microbore tubing and the outlet port of the set¿s filter, and the tubing remained securely attached following a ¿tug¿ test. No other anomalies were observed. Functional and pressure testing confirmed leaking from the engagement between the microbore tubing and the outlet port of the filter. Dimensional analysis was performed and the microbore tubing measured within specification. The source of the leak was determined to be insufficient solvent applied at the engagement. The root cause of the insufficient solvent is improper assembly due to equipment and/or operator error.